Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('schedule for surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos for menstruation irregular. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have smear cervix abnormal ("abnormal paps") and experienced menstruation irregular ("irregular menses"). The patient was treated with surgery (essure removal surgery (scheduled on friday),hystrectomy/tubes removed). Essure was removed. At the time of the report, the medical device removal, smear cervix abnormal and menstruation irregular outcome was unknown. The reporter considered medical device removal, menstruation irregular and smear cervix abnormal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('schedule for surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos for menstruation irregular. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have smear cervix abnormal ("abnormal paps") and experienced menstruation irregular ("irregular menses"). The patient was treated with surgery (essure removal surgery (scheduled on friday)). Essure was removed. At the time of the report, the medical device removal, smear cervix abnormal and menstruation irregular outcome was unknown. The reporter considered medical device removal, menstruation irregular and smear cervix abnormal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: reporter added, concomitant drug added, event added-medical device removal based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.